Manufacturer narrative:
Vyaire medical file identification: (B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. They were not able to confirm the reported issue. Unit passed 48 hours extended testing with customer's settings. Additional failure found during the final test at tidal volume and flow test 3. As a resolution the flow valve was replaced and unit passed the final test. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that the lap top ventilator 1200 dropping off and giving blank display and then coming back on. As of this time, there is no information about patient involvement associated with this reported event.